Manufacturer narrative:
Occupation: health professional (hpro). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during caesarian section, the device had a flame size of a match flame at tip of edge electrode when it was placed down. Generator was on 50/50 settings. There was no patient injury. Biomed tested the generator and isolated the issue with the coated tip electrode.

Manufacturer narrative:
Evaluation summary: two devices were received for evaluation. The returned product met specification as received. Visual inspection found no defects. The investigation of the returned equipment did not identify anything that would have caused or contributed to the reported event. The devices were plugged into a 40k ohm test box and activated in both the cut and coag mode with satisfactory results. The devices plugged into a generator and activated normally. The devices were hipot tested with satisfactory results indicating no electrical leakage. The investigation found the devices to function normally and within specifications. The instructions for use (IFU) states, confirm proper electrosurgical generator power setting before proceeding with surgery. Use the lowest power setting to achieve the desired surgical effect. The IFU states, both oxygen and nitrous oxide support combustion. Watch for enriched oxygen and nitrous oxide atmospheres near the surgical site, especially during head and neck surgery. Enriched oxygen atmospheres may result in fires and burns to patients or surgical personnel. Do not exceed the maximum power limits as stated in the IFU. Exceeding these power limits may result in patient injury or product damage. If the electrode is damaged, discard it. Always use the lowest power setting to achieve the desired surgical effect. The maximum power settings are detailed in the instructions for use. Some surgeons may elect to buzz the hemostats during a surgical procedure. This practice is not recommended and the hazards of such a practice probably cannot be eliminated. To minimize the risk, when using coated electrodes, place the edge of the electrode against the hemostat or metal instrument to assure a good electrical pathway. Do not activate the generator until the accessory makes contact with the instrument. Additional measures to minimize the risk of performing this technique are listed in the electrosurgical generator users manuals. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.